Event description:
It was reported that the customer had high blood glucose levels of 578 mg/dl. The customer was treated with a bolus from the insulin pump. The customer reported that the bolus did not seem to have any effect on the customer as blood glucose levels continued to rise. The customer indicted having symptoms consistent with high blood glucose levels including diarrhea and vomiting. Troubleshooting was done. The customer also reported cracks on the battery compartment of the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.